Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomena, ¿main lamp does not ignite but spare lamp does work¿, was reproduced and it was determined that the main lamp did not ignite due to power supply failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the xenon light source's main lamp does not ignite but the spare lamp did work. The issue occurred during routine checking of the light source. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.